Event description:
It was reported in an abstract at 7th annual cardiothoracic techniques and technologies meeting, 2001 that between 1997 and 2000, 163 cases of mitral valve repair or replacement were performed using port-access instrumentation. Four patients required conversion to sternotomy due to aortic dissection.